Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model # : sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model # : sc-4316, lot #: 17516802, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection near the leads. It was noted that the anchor site has redness, had skin irritation and it was beginning to be exposed. An infection at the pocket site was noted due to positive culture result but no symptoms was present. Antibiotics was prescribed. The patient underwent an explant procedure. It was unknown if infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model # : sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model # : sc-4316, lot #: 17516802, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection near the leads. It was noted that the anchor site has redness, had skin irritation and it was beginning to be exposed. An infection at the pocket site was noted due to positive culture result but no symptoms was present. Antibiotics was prescribed. The patient underwent an explant procedure. It was unknown if infection was device or procedure related.